Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Customer received third party assistance from their niece and son, who assisted in changing the customer¿s infusion set. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.